Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the screw to fix the spine clamp was worn. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
The spine clamp was returned to the manufacturer for evaluation. Testing found that the hex head of the adjustment screw was slightly rounded, leading to intermittent contact with the driver. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.